Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large air bubble was found distal to the filter in a clearlink extension set. This occurred during infusion of lactated ringer's solution. The line was clamped and the air did not reach the patient. The patient was disconnected and the air bubble was removed using a syringe. The patient was then reconnected to the setup, and the infusion continued without further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.